Event description:
Philips received a complaint by the customer on the v60 indicating that the battery does not charge. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the battery does not charge. The customer verified the power supply required a replacement per the v60 manual. The remote service engineer (rse) provided the customer with the part number of the power supply to order and replace. Device evaluation and repair are pending.

Manufacturer narrative:
The customer replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.